Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004 the patient was presented for office visit for medical clearance. On (B)(6) 2004 the patient was admitted in hospital for surgery. Principal diagnosis: degenerative disk disease, spinal stenosis between l3-s1, degenerative scoliosis. Principal procedure: anterior-posterior spinal fusion with instrumentation between l3-s1 with rh-bmp2/acs, laminectomy l3-s1. Perop notes: after diskectomies were performed and the endplates were thoroughly curetted, sizers were used to gauge the appropriate size femoral allograft. Size 15-mm grafts were used at l4-5 and l5-s1, and size 11 was used at l3-4. An approximately 10-cm incision was made over the lower lumbar spine, centered at approximately the l4-5 level. Facetectomies were performed bilaterally at l3-4, l4-5, l4-s1. Screw holes were measured and ensured for patency using a sounding probe, a 5.5-mm tap was used to prepare the screws, and 6.5-mm in diameter screws were used. The screws were placed in standard fashion with the starting hole having been created at the intersection of the transverse process, pars interarticularis, and superior facet at each level. The inferior aspect of l3, as well as the complete l4 and l5 lamina, were removed after using a midas rex to remove the posterior a spect of the posterior cortex and cancellous bone. The lateral recesses were then explored, and medial facetectomies performed at each level. At the end of the decompression, the nerve roots were found to be free of any significant pressure at l3-4, l4-5, l4-s1. Slight distraction was placed across the left side at l4-5, as well as a slight compression on the right side at l4-5, so as to balance out the patients spine. Final tightening was then performed to lock the screws into place, a cross-link was applied, intraoperative x-rays confirmed excellent position of the screws in the ap and lateral positions, as well as excellent balance of the spine. Bone grafts were placed in the facet joints and the posterior lateral gutter. Hemostasis was achieved using floseal, and after hemostasis was achieved, the floseal was removed. Several retractor blades were now placed in all quadrants and the rectus muscle was retracted laterally and this allowed exposure and direct anterior-posterior approach to the anterior surface of the spine. Spine surgeon then proceeded to perform discectomy and fusion using the appropriate technique and femoral ring allograft using rh-bmp2/acs. On (B)(6) 2004 the patient was discharged from hospital in stable condition. Deep self-retaining retractors, such as a balfour and bookwalter, were utilized to hold the abdominal wall and peritoneal contents in place while further dissection was carried out. On (B)(6) 2006 the patient underwent CT scan of the lumbar spine. Impressions: status post anterior and posterior fusion from l3-4 through l5-s1. Significant spot welding is noted anteriorly at all three levels. There were focal regions of solid interbody fusion at l5-s1. There was evidence of significant posterolateral fusion with definitive solid posterolateral fusion noted bilaterally at l4-5 and l5-s1 and on the left at l3-4. On (B)(6) 2006 the patient was presented for office visit for orthopedic re-evaluation. The pain had continued severe pain in her back. Physical examination: there is moderate right and negative left sciatic notch tenderness. Neurological examination: there is hypesthesia of the dorsum of the right foot, medial, mid dorsal, and lateral. Diagnosis: 1) status post anterior interbody fusion l3-4, l4-5 and l5-s1 with pedicle screw fixation of l3, l4, l5 and s1 bilaterally. 2) radiculopathy to primarily the right extremity, lesser to the left lower extremity with emg evidence of l5 and s1 neuropathy. On (B)(6) 2006 the patient was presented for office visit for orthopedic re-evaluation. The pain was aggravated with virtually every activity that she performs. She had pain radiating down the posterolateral aspect of her right lower extremity into her foot and into the great toe. Diagnosis: 1) status post anterior interbody fusion l3-4, l4-5 and l5-s1 with pedicle screw fixation of l3, l4, l5 and s1 bilaterally. 2) radiculopathy to primarily the right extremity, lesser to the left lower extremity with emg evidence of l5 and s1 neuropathy. On (B)(6) 2006 the patient underwent MRI of the lumbar spine. Impressions: 1) status post interval anterior and posterior fusion from l3-4 through l5-s1. No significant residual central canal stenosis is seen. No appreciable enhancing epidural scar tissue is seen. 2) interval worsening of discogenic disease at l2-3 with mild central canal stenosis and possible impingement of the traversing right l3 nerve root. There is evidence of remnants of the facet joints throughout the lower lumbar spine as well as the inferior aspect of the lamina and spinous process of l3. There is central stenosis and lateral recess stenosis at l2-3 due to a combination of facet hypertrophy and disc protrusion. On (B)(6) 2006 the patient was presented for office visit with low back pain and gastrointestinal. She underwent xrays of the lumbar spine. Impressions: lumbar fusion extending from l2 to the sacrum. At l2-3, there is a bilateral pedicle screw fixation system without evidence of loosening of breakage. Additionally, there is bilateral intravertebral cage markers with bone graft. There is a posterolateral fusion mass. On (B)(6) 2006 the patient was presented for office visit due to low back pain. She underwent xrays of lumbosacral spine. Impressions: there was a posterolateral fusion mass. There was no evidence of loosening or displacement of the metal fixation. There were interbody graft at the levels below as well as a satisfactory posterolateral fusion mass. The patient underwent CT scan of the abdomen and pelvis. Impressions: 1. Post operative changes from l2-3 down to l5-s1 with extensive laminectomy and posterior fusion and pedicle screw plates noted, post-op seroma measuring approximately 3.6 cm ap x 8.3 cm transverse x 7.0 cm in cephalocaudal extension is noted which is less likely a postoperative abscess. Clinical correlation is recommended. 2. Diffuse mild thickening of the colonic loops extending from the level of the ascending colon down to the level of the sigmoid colon perhaps from pseudomembranous colitis. Clinical correlation is recommended. Sigmoid diverticulosis is also seen. On (B)(6) 2007 the patient was presented for office visit. She had some recurring paresthesias to her right lower extremity although she feels she is getting stronger. She underwent xrays for the lumbosacral spine. Impressions: posterolateral fusion from l2 to the sacrum. There are pedicle screw fixation from l2-l3 without evidence of breakage or loosening. The fusion mass does appear to be maturing. (B)(6) 2007 the patient was presented for office visit. She still has some burning pains in the lower portion of her incision which extends into her buttocks. Diagnosis: 1) status post anterior interbody fusion l3-4, l4-5 and l5-s1 with pedicle screw fixation of l3, l4, l5 and s1 bilaterally. 2) radiculopathy to primarily the right extremity, lesser to the left lower extremity with emg evidence of l5 and s1 neuropathy. 3) status post decompression laminectomy l2 to the sacrum with excision of post-operative scar tissue, decompression laminectomy and discectomy and l2-3 with posterolateralfusion, pedicle screw fixation and posterior interbody fusion with implants and l2-3. On (B)(6) 2007 the patient was presented for office visit. The patient still has some pain in her low back, critically at the ls-s1 level. Diagnosis: 1) status post anterior interbody fusion l3-4, l4-5 and l5-s1 with pedicle screw fixation of l3, l4, l5 and s1 bilaterally. 2) radiculopathy to primarily the right extremity, lesser to the left lower extremity with emg evidence of l5 and s1 neuropathy. 3) status post decompression laminectomy l2 to the sacrum with excision of post-operative scar tissue, decompression laminectomy and discectomy and l2-3 with posterolateral fusion, pedicle screw fixation and posterior interbody fusion with implants and l2-3. On (B)(6) 2007, (B)(6) 2008 the patient was presented for office visit. She underwent xrays of lumbosacral spine. Impressions: retained pedicle screw fixation at l3-4 bilateral. There is no evidence of loosening or breakage of the fixation devices. There are interbody cage markers at the l3-4 with evidence of interbody bone. Additionally at l4-5 and l5-s1 there are interbody cages as well as a posterolateral fusion. There is no evidence of loosening or breakage. The fusion does appear intact. On (B)(6) 2008 the patient was presented for office visit. The patient continues to express pain in her low back region. She continues to experience radiation of pain down the posterolateral aspect of her right lower extremity. Exercises were reviewed. On (B)(6) 2009 the patient was presented for office visit. The patient had constant moderate pai. Nof the lumbosacral spine which intermittently increases to low severe. She also had numbness and tingling of her right lower extremity in addition to weakness. Physical examination: there is slight to moderate right sciatic notch tenderness, negative left sciatic notch tenderness. Neurological: the patient has hypersensitivity causing pain of the medial, mid-dorsum and lateral dorsum of her right foot as well as the anteromedial, anterolateral and posterior aspect of her right leg. There is no altered sensation in the distal thigh near the knee. There is weakness of the right anterior tibialis and the right great toe extensor. There is a "drop-foot" as a result of the extensor weakness of the anterior tibialis. There is also plantar flexion weakness on the right side compared to the left. There is no quadriceps weakness. She also underwent xrays of the lumbosacral spine. Impressions: there are retained pedicle screws at l2-3 bilateral as well as interbody cage markers at l2-3. At lii-5 and l5-s1 there are interbody cortical fusion grafts present as well as evidence of inter body fusion at l5-s1 which may or may not be a cortical bone graft. Regardless, there is a solid appearing anterior interbody fusion from l2 to the sacrum. There is no evidence of loosening or breakage of the pedicle screws. There is early degeneration of the l1-2 level as indicated by slight narrowing of the disc space and small anterior osteophytes. Diagnosis: 1) status post anterior interbody fusion l3-4, l4-5 and l5-s1 with pedicle screw fixation of l3, l4, l5 and s1 bilaterally. 2) radiculopathy to primarily the right extremity, lesser to the left lower extremity with emg evidence of l5 and s1 neuropathy. 3) status post decompression laminectomy l2 to the sacrum with excision of post-operative scar tissue, decompression laminectomy and discectomy and l2-3 with posterolateral fusion, pedicle screw fixation and posterior interbody fusion with implants and l2-3.